Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has poor recognition of arterial pressure waveform. There was no patient harm reported.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has poor recognition of arterial pressure waveform. There was no patient harm reported. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse examined the arterial pressure waveform and conducted fiber optic test that came out to be normal, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.